Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen not lighting up was observed. The device¿s lcd ribbon cable would need to be replaced to address the issue. There was no part replaced and/or repair made to the device, and it will be scrapped.